Manufacturer narrative:
Manufacturer¿s date of awareness for initial report is 24 july 2017. Investigation - evaluation: a review of device history record, complaint history, instructions for use (IFU), specifications, and visual inspection was conducted on the returned product during the investigation. One complaint device was returned for investigation. A visual examination noted the tubing has separated from the hub and the inner catheter. The redo single lumen tpn catheter set is shipped with instructions for use (IFU), which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow. Failure to ensure patency of the catheter lumen prior to injection may result in catheter failure¿. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were identified. A thorough review of complaint history search revealed that this record to be the only reported record associated with the complaint lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient received a redo single lumen total parenteral nutrition (tpn) catheter on an unspecified date. The patients mother reported to the nutritional service that the top part of the central venous catheter became separated. The event occurred at the home of the patient. The actions taken by the clinical nutritional staff are not known. There are no reports of any medical or surgical intervention to address this event. There are no known adverse patient consequences. The device is available for evaluation.